Event description:
The facility's nurse manager reported an incident where the ball valve did not release (move up) during pt use. The set was used for a persantine infusion during thallium stress tests and stress echo. The set was used in a conjunction with a flogard 6200. The persantine was being infused at either rate of 625ml over four minutes or 999ml (amount of time infused unknown). Reportedly, the medication was not getting through the buretrol. The pt complained of a severe headache, which according to the nurse was a normal side effect, and the pt also became hypertensive. The pt was laid down and the reaction was "reversed" with aminophylline. The pt fully recovered. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding patient's demographics, diagnosis and medical history, pt's status, time the infusion was started, any alarms occurring, pt's vital signs prior and after the event, test completion, and set up of the infusion.